Event description:
Pt had aortic valve replacement procedure and developed congestive heart failure s/s and after further assessment by physician it was noted that pt required a redo of their first valve replacement surgery with another valve to be placed. After completion of second surgery pt decompensated and eventually expired on 7/19/00.